Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that her blood glucose was 546 mg/dl and sh was having difficulty inserting infusion sets. It was stated that the customer went through three infusion sets. Customer treated with insulin pump, which she stated was working properly. Nothing further reported.